Event description:
It was reported that pump displayed a cartridge change error during use. There was no adverse impact to the customer¿s blood glucose level. Customer removed cartridge, inspected and confirmed o-ring was intact, checked pump area for debris, cleaned area as instructed, and reattached cartridge securely, then followed on-screen steps to complete loading and successfully resumed insulin delivery under guidance from technical support.